Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine follow-up stating that he was feeling presyncopal the day before. Upon review of the electromyography, the implantable cardioverter defibrillator exhibited far p-wave oversensing in the right ventricular channel. The oversensing occurred after the atrium was paced and sensed. The patient was seen again on (B)(6) 2018 and was reported to be asymptomatic at the time. The physician suspect the issue may be due to the device. The physician opted to continue to monitor the patient.